Manufacturer narrative:
(B)(4)

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was visually inspected and passed. The receiver charged and rebooted. The log was downloaded and reviewed finding an error related to the complaint. The internal visual inspection failed due to a found damaged battery. The allegation was confirmed. The root cause is damaged battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occured. No product or data was provided for evaluation. Confirmation of the allegation and root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Receiver functional test was performed and passed.